Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with dried blood and body fluid noted in the helix housing and past the neck region. The helix was retracted. During analysis the lead did not pass helix testing which was attributed to the dried blood and body fluid. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient contacted the physician and reported something did not feel right. A remote interrogation revealed that the right ventricular (rv) lead pacing impedance had risen from the 700 ohm range to 1215 ohms and the threshold measurement had also increased from 0.9 volts to 2.3 volts. The patient was brought into the office were all measurements were determined to be good. A revision procedure was performed approximately one month later due to a concern that the rv lead had dislodged. The physician believed that this may have happened as a result of the patient having hip surgery a week or two after the original device procedure. Following hip surgery the patient was using a walker and likely placed all of his weight on his left shoulder. During the lead revision procedure the physician attempted to reposition the rv lead multiple times without success. Subsequently the lead was explanted. No additional adverse patient effects were reported.